Event description:
This lead was explanted due to oversensing on the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore based on the analysis of the ICD as well as the inspection of the quality documents associated with the manufacture of both devices. The manufacturing processes for the lead and the ICD were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the mos1 battery status, seven charging cycles were recorded in the devices memory. The amount of charge taken from the battery was verified and the battery status was anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel, as mentioned in the complaint description. This can be attributed to a potential lead damage. There was no indication of an ICD malfunction. In particular, the battery condition was normal and as expected.